Manufacturer narrative:
One used stent in a container filled with liquid was received, for the reported issues of increased iop and explanted. The returned sample was visual inspected and was found to be non-conforming as the stent was covered with surgical debris. Surgical debris was tried to be removed, and it was noted, that the full stent was returned with no signs of damage. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample confirms, the stent was explanted. However because sufficient clinical data was not received, and the device history record review of the lot number provided. Indicated the product was processed and released according to the product¿s acceptable criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, the patient experienced an increase in pressure. The device was removed. The surgeon states the device was removed due to the increase in pressure but mostly due to the recall of the device. Additional information was requested.